Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located scratches on display found on jul. 09, 2020. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Pump not received with original battery cap. Battery cap damaged unknown. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, scratched lcd window(small scratches and a few deep scratches), missing display window/cover, scratched case, serial number label missing, label damage(end cap address label fading/peeling) and cracked retainer. Cosmetic damage was confirmed scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump display had scratch. Insulin pump correct for now. No harm requiring medical intervention was reported. The customer will discontinue use of the device.